Event description:
Customer reported not able to test her blood glucose due to errc 3 message appears on their freestyle flash meter. Customer reported experiencing symptoms of low blood sugar and loss of consciousness. Paramedics were called for assistance and informed the customer ,that the customer had severe hypoglycemia. She was treated with sugar by the paramedics and there was no report that she went to a medical facility.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.